Manufacturer narrative:
(B)(4). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-06087, 0001825034-2018-06080, 0001825034-2018-06076.

Event description:
It was reported a patient underwent primary left total knee arthroplasty subsequently, the patient was noted to have bilateral deep vein thrombosis. No additional information is available.

Manufacturer narrative:
(B)(4). The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.